Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited noise episodes that led to noise reversion and high ventricular rate episodes. The device was previously reprogrammed but the issue was not resolved. The patient was stable throughout the event and will continue to be monitored.